Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient underwent a revision procedure as the taper on the femoral component fractured. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) - femur no product was returned; dimensional evaluations could not be performed. Photographs provided confirm that the implant is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-ray review by third party health care professional confirms femoral implant fracture. The imaged portion of the arthroplasty is anatomically aligned and without evidence of implant loosening. Bone quality is markedly osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d6a; g3; g6; h1; h2 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient underwent an initial knee surgery and subsequently underwent a revision surgery 7 years later due to implant fracture. Attempts have been made and no further information has been provided.